Event description:
It was reported the patient experience an unknown system error. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported event was unknown; however, a check patient line alarm was identified during a review of the event history log. A sample evaluation was performed and included functional testing, simulated-use testing and a visual inspection. The device passed this testing. A service history record review was performed and revealed no issues that could have caused or contributed to the reported issue. The cause of the condition was undetermined. Should additional relevant information become available, a supplemental report will be submitted.